Manufacturer narrative:
(B)(4).correction: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.evaluation summary:the reported condition was confirmed, as the returned sample was found to have a damaged pouch. However, the cause of this issue could not be determined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report where the home patient (hp) reported that he recieved the minicap extend life pd transfer set with torn packaging. This was observed before use. There was no patient involvement, injury or any medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Received one actual sample in original packaging. Visual inspection performed with the following issues noted: damaged tyvek pouch (hole). Sample was confirmed for the reported problem. The lot number is unknown; therefore a batch review cannot be performed.